Event description:
The product was used during a liver lobectomy procedure on an animal. Reportedly, the staples did not fire. The surgeon applied another device without pt injury.

Manufacturer narrative:
The exact mfg site could not be determined as the production lot is unk.